Event description:
Additional information was received. The patient believed the original placement was bad, and that led to the event. The pump flipped again in (B)(6) 2016 and they had surgery to reposition the pump. Afterward, the patient was having issues at the original site and the new pump site, including fluid/pain. On (B)(6) 2017, drains were placed in the back site. Counting the original placement, the patient had 8 procedures/surgeries. No further complications were expected.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On 14-sep-2015, it was reported that the pump had flipped and ¿now it¿s moved all the way over to where the incision is¿. The patient stated ¿it¿s tearing me up inside¿/¿it¿s killing me inside¿. This occurred maybe three or four days after it was installed. It started to twist and he felt it. When they took x-rays friday it showed it on its edge. The patient was waiting to hear back on what the plans were going to be. They were going to have to go back inside. The patient was getting the medication and felt the effects of the medication. The patient wasn¿t sure how many times it had flipped and was worried that it was going to pull loose. Additional information was received on 15-sep-2015 and it was reported that the patient had an appointment today with their healthcare professional at which time they would be told what the plan for going forward was. The pump was going to be re-aligned via revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.